Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that while the patient was at work, their dexcom device was reading 300 mg/dl and after a few seconds it then read 45 mg/dl. No bg meter comparison value was taken at this time. The patient felt that the cgm was reading inaccurately due to the jumpy readings and because the cgm value did not match how he felt. A couple of hours later, the patient began to feel weak and started to vomit. The patient went home and found out that he did not have any test strips available to test his bg meter value on his glucometer. The patient inserted a new sensor, which was reportedly working ¿fine¿ and then went to the emergency room (ER) for evaluation. At the ER, the patient was diagnosed with dehydration and hypertension. He could not recall if a bg meter reading was taken in the ER. The patient was treated with IV fluids and an unspecified blood pressure medication. The patient was discharged after being in the ER for less than 24 hours. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.